Event description:
It was reported that noise oversensing was present on the right atrial (ra) and right ventricular (rv) lead channel of this pacemaker. All electrical measurements remain in-range and stable. The patient reports falling on their shoulder around the time that the noise oversensing began. Provocation maneuvers were performed and the noise was able to be reproduced. A chest x-ray is expected and further monitoring to be performed. This pacemaker remains in-service at this time. No adverse patient effects were reported.